Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. No history the investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken exchange, replacement. During the pre-repair diagnostic assessment the service technician identified the following failure: out of specification. Additional srr failure description: for investigation, charging capacity 61% -> fail, customer will receive offer for replacement the probable root cause of the event was determined to be normal wear. The device was discarded if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a device failed due to a battery that does not function or have full capacity when loaded. This report is 1 of 1 for com-(B)(4).